Event description:
Initial spontaneous report was received on (B)(6) 2013 processed with additional information received on (B)(6) 2013. The case has been reassessed as reportable based upon new information received (B)(6) 2013 which confirmed that the product involved in this report was identified as same/similar to a us device product. This spontaneous report was received from (B)(6) old female consumer reporting on self from (B)(6). The consumer did not have any known medical history. The concomitant medications included unspecified birth control pill one pill since five years. On an unspecified date, the consumer started using o.b tampons multi pack vaginally as directed, one tampon at a time, five per day for her periods (lot number 0313m8309, frequency and expiration date unspecified). After an unspecified duration, when she tried to remove the tampon, the string fell off and the tampon got stuck in her body which she removed the tampon out of her body using her hands immediately. After an unspecified duration with the second tampon also, she experienced the same adverse event and had to remove the tampon in an unpleasant fashion. She also stated that she was not able to find expiration date on the box. After an unspecified duration, she discontinued the device. The report was assessed as non serious. The company causality was assessed as related. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted 19-aug-2013 for a device product that was considered same/similar to a us marketed device (ob multipack). Upon receiving of additional information, the product name has been updated and the updated product (o.b tampons regular absorbency) involved in complaint is not same/similar to a us product as such this complaint is not reportable in the us. This is follow up submission for the second product in this case. The manufacturer report number for this submission is 8022269-2013-00064. The manufacturer report number for the first product in this case is 8022269-2013-00056. This closes out this report unless additional follow up information is received.

Event description:
Initial spontaneous report was received on (B)(6) 2013 processed with additional information received on (B)(6) 2013. The case has been reassessed as reportable based upon new information received (B)(6) 2013 which confirmed that the product involved in this report was identified as same/similar to a us device product. This spontaneous report was received from (B)(6) female consumer reporting on self from (B)(6). The consumer did not have any known medical history. The concomitant medications included unspecified birth control pill one pill since five years. On an unspecified date, the consumer started using o.b tampons multi pack vaginally as directed, one tampon at a time, five per day for her periods (lot number 0313m8309, frequency and expiration date unspecified). After an unspecified duration, when she tried to remove the tampon, the string fell off and the tampon got stuck in her body which she removed the tampon out of her body using her hands immediately. After an unspecified duration with the second tampon also, she experienced the same adverse event and had to remove the tampon in an unpleasant fashion. She also stated that she was not able to find expiration date on the box. After an unspecified duration, she discontinued the device. The report was assessed as non serious. The company causality was assessed as related. This report was considered a reportable malfunction case in the united states. Additional information received on 07-aug-2013. The consumer stated that she was using a regular in the multi-box both the times. The device name was updated from o.b tampons multi pack to o.b tampons regular absorbency . This device was not in same/similar to a us device. This report remains non-serious. This case was reassessed as non reportable case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2013 for a device product that is considered same/similar to a us marketed device (ob multipack). This is an initial submission for the second product in this case. The manufacturer report number for this submission is 8022269-2013-00064. The manufacturer report number for the first product in this case is 8022269-2013-00056. This closes out this report unless additional follow up information is received.